Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during insertion that the lens loaded incorrectly by the plunger and broken. The procedure was completed on same day with the unspecified back-up lens. Additional information has been received and it states that there no patient contact and no harm to the patient.